Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part #: 04.037.164s, lot#: 7944162 (sterile) - 11mm/130 deg ti cann tfna 440mm / right - sterile. Quantity 6. Inspection sheet for tfna assembly inspection and inspection sheet for in-process/inspect dimensional/final met inspection acceptance criteria. Component parts reviewed: part 04.037.942.2 - lock prong, 130 degree, tfna lot - 9299944; part 04.037.912.4 - wave spring, shim ended lot - 7840765; part 04.037.912.3 - tfna lock drive lot - 7938801; part 21127 - raw material lot lot - 7912594. Raw material received from supplier (B)(4). Certificate of test received from (B)(4) meet specification. (B)(4) was found prior to operation 150 (laser etch). Nc was issued on 3/5/15 for "mill flutes and relief inspection item l3 incomplete". All 6 parts reworked. Ncr issue is not relevant to complaint condition of "nail broken at the entry point of the helical blade". (B)(4) was issued on may 2, 2015 for "mill holes and lateral relief not complete". Ncr issue is not relevant to complaint condition of "nail broken at the entry point of the helical blade". Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ manufacturing location: (B)(4); manufacturing date: 07-aug-2015; expiration date: 30-apr-2025. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a trochanteric fixation nail-advanced (tfna) and helical blade on unknown date. On unknown date it was discovered the tfna was broken where the helical blade enters the nail. It is further reported the broken nail caused a non-union of the intertrochanteric fracture. Patient was returned to surgery on (B)(6) 2017 where the nail, helical blade, a cable, and a distal screw were removed intact. Patient was revised to a 9-hole 95 degree, 60mm angled blade plate. Concomitant medical products: helical blade (part number unknown, lot number unknown, quantity 1), cable (part number unknown, lot number unknown, quantity unknown) distal screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) tfna nail. This is report 1 of 1 for (B)(4).